Event description:
On (B)(6) 2012, a reporter for the lay user/patient contacted lifescan (lfs) alleging that her mother's onetouch ultra2 meter had a calcode issue. The medical surveillance specialist (mss) was unable to contact the patient by phone for additional information, so the following complaint was classified based on documentation from lifescan customer service, customer care advocate (cca). The reporter stated that the issue began on (B)(6) 2012 at 09:00pm when the patient attempted to test with the meter and a calcode message was displayed and the patient was unable to test with the subject meter. The patient manages her diabetes with insulin (self adjust). On (B)(6) 2012 at 06:30am, the patient reported she developed: "stomach pain, and was dizzy." The patient reported that she self-treated with food and drink as a response to the product issue. During troubleshooting, the cca confirmed the calcode issue and reported that the issue was resolved: the meter was reportedly able to be coded during troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k053529.